Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155254.

Event description:
Voluntary medwatch received states a patient's lead presented with an infection and bacteremia. The lead was explanted on an unknown date. Post-procedure the patient status was unknown.